Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the test, the irrigation aspiration (I/a) tip was detached prior to handpiece connection. It was also reported that the tip was loose and could not be properly attached to the handpiece. The procedure details were not provided and there was no patient health impact. Additional information has been requested but is not available at the time of this report.